Manufacturer narrative:
Date of event: exact date unknown, event occurred winter of 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7072165.

Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. All device components were explanted and will not be returned as they were kept by the medical facility.